Event description:
It was reported that, during a total reverse shoulder procedure, a spider 2 arm moved freely without stepping on the foot pedal. When the surgeon had let go of the arm, it dropped onto the floor. Also, the batteries were not holding charge, once connected there was a blinking light, it was switched out for a fully charged but it died quickly. The procedure was resumed, after a delay greater than 30 minutes, using a trimano competitor device. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided video found the spider 2 tenet arm being moved by the surgeon, it can be seen that the foot pedal is not being pressed at the moment. When the surgeon released the arm, it dropped to the floor. Based on the video, no issues with the batteries not holding charge can be confirmed. A seal failure. Factors that could have contributed to the failure include debris ingression or prolonged pressurization, causing damage to the seals, spacers, pressure rings, or pressure cups within the joints of the device. Based on this investigation, the need for corrective action is not indicated.